Event description:
On the literature review "the successful implementation of the navio robotic technology required 29 cases", it was reported that one (1) patient experienced tibial array displacement during a navio-assisted ra-tka procedure. This event was solved by converting the procedure to a manual tka. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
B5: event description.

Event description:
On the literature review "the successful implementation of the navio robotic technology required 29 cases", it was reported that one (1) patient experienced tibial array displacement during a navio-assisted ra-tka procedure. Due to this displacement, landmarks could not be verified. This event was solved by converting the procedure to a manual tka. No further information is available.

Manufacturer narrative:
The navio tibia tracker array, part number pfsr110018, used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. The navio surgical technique guide for knee arthroplasty (500197 rev c) provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a loose tibial tracking array. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.